Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that catheter leakage was confirmed during use. Therefore, the catheter was removed and replaced by a new one. There was no patient injury reported.

Event description:
It was reported that catheter leakage was confirmed during use. Therefore, the catheter was removed and replaced by a new one. There was no patient injury reported.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one snaplock adapter with clip, one flat filter, and one epidural catheter. The components were received connected together (reference attached files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive material can be seen on the outer extrusion. Microscopic examination of the catheter revealed the catheter is damaged at approximately 39cm (c05158) from the proximal end. The extrusion and coils are stretched and flattened as well as the catheter appears to be tied in a knot at the same location (reference files (B)(4)). No other damage was observed. A functional leak test was performed per (B)(4) section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. No leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. Although, no leaks were detected, the catheter was received damaged. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event. The reported complaint of the catheter leaking could not be confirmed based on the sample received. No leaks were detected on the returned catheter; however, the catheter was received damaged at approximately 39cm from the proximal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related issue. Although, no leaks were detected, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event. No further action will be taken.